Event description:
Ous MDR: implantation in 2005, with good threshold and impedance. Five months later, response. A year later again increase in threshold and exit block.

Manufacturer narrative:
In summary, the analysis found damage to the insulation 50 cm distal of the is-1 connector plug. The lead was worn through at this spot. The frayed spot might be responsible for the exit block after 1.5 years of implantation time. The analysis was unable to find any manufacturing or material defects that would explain the fraying of the insulation.